Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/19/2024, it was reported by a sales representative via email that an 1192-090 lefty telescoping lag screw unthreaded inside the patient. The threads broke, and the screw was left implanted. This was discovered during a hip nail procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted a telescoping lag screw unthreaded inside the patient. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screw when inserting into the plate and/or hard bone.